Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An operation room staff reported that reported that, during intraocular lens (iol) implant procedure, when the lens was in the customer's eye, a scratch / line / similar mark was visible in the center of the lens. The lens had to be cut off and taken out of the customer 's eye and a new lens was installed in its place. There was no patient harm involved. Additional information was received that, at the end of the operation, the doctor noticed a mark on the inserted lens, the inserted lens was removed and replaced it with a new one. In other words, from the client's point of view, the procedure took a little longer, but did not actually require any ''additional treatment."